Event description:
Nurse reported via sales rep, that the surgeon noted during a surgery procedure, that it is not possible to connect the target device with the nail. Another device was used to complete the surgery.

Manufacturer narrative:
Na